Manufacturer narrative:
PMA/510k: this report is for an unk - nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an orthopedic procedure was performed for unknown reason. End cap would not thread onto nail. Replaced with a new end cap. The procedure was completed successfully and there was a surgical delay of 5 minutes. There was no patient consequence. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) unk - nails. This is report 2 of 2 (B)(4).